Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is experiencing loosening of the pin which caused the pin to back out. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date: around 2 years after the knee procedure

Event description:
It was reported that the patient underwent a knee procedure on an unknown date. Subsequently, the patient presented with hinge dislocation, following a fall down a staircase. The patient's knee was reduced conservatively. No further adverse events were reported.

Manufacturer narrative:
Reported event was confirmed based on the medical notes provided stating hinge dislocation. Radiograph review by third party medical professional found no evidence of component loosening or abnormal radiolucency. Interval retraction with oblique angulation of the tibial pin was noted. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.